Event description:
(B)(4).

Manufacturer narrative:
This report is being filed under (B)(4) by the MFR arjo hospital equipment (B)(4) on behalf of the importer (B)(4). The device was inspected on-site by a rep of the MFR's sales and service unit subsidiary div, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.